Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the battery compartment was cracked and there was moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 26-mar-2019 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartment. There was evidence of moisture corrosion observed in the battery compartment. A leak test revealed a battery compartment leak. The pump was opened and evidence of moisture corrosion was found on the transceiver board, on display board, and near the keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.